Manufacturer narrative:
Unit alarmed constant failed battery test after battery installation, problem isolated to pcb2. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to constant failed battery test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer also stated that the contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.